Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome on b button. No scroll bar or ramping numbers without button press noted during testing. The insulin pump had a cracked battery tube threads and scratched on display window and case and reservoir tube lip noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that she experienced high blood glucose. The customer's father reported that the buttons were unresponsive. The customer's father reported that she received an alarm. The customer's blood glucose was 420 mg/dl at the time of incident. The customer's father stated that she treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.